Manufacturer narrative:
Investigation of this event is currently in process. A follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the v-pro max sterilizer and found it to be operating properly. The cycle tape subject of the reported event was reviewed and no issues were noted. The sterilizer was returned to service and no additional issues have been reported with failed indicators. Instruments present in the sterilizer were reprocessed before use in patient procedures subsequently causing the reported procedural delay. Retain testing was conducted on the lot number subject of the reported event and no issues were noted. Steris performed in-service training on the proper use and handling of the verify vaporized process indicator.

Event description:
The user facility reported that their chemical indicator did not evidence passing results after a cycle in their v-pro max sterilizer. No report of injury however a patient procedure was delayed.